Manufacturer narrative:
Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax, ventralex st patch and ventralight st on (B)(6) 2017 and/or (B)(6) 2018 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.